Event description:
It was later reported the patient experienced a loss of therapy. It was stated the device system was 'not working' and 'has not in a long time.' The total system was explanted and replaced. The patient status was indicated as alive - no injury/no adverse event. It was noted there was no drug in the pump. The device will not be returned as it was discarded.

Event description:
It was reported that a catheter revision had been planned for (B)(6) 2013. Details about any patient symptoms or the reason for the explant were stated to be unknown. Per manufacturer device registry, the drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type catheter. (B)(4).